Event description:
It was reported that the broncho videoscope had no image and was un-restorable. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted. And no deviations, that could have caused or contributed to the reported issues was identified. The device was returned to olympus for inspection. And the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, is likely, that no image occurred, because the electrical continuity failure, due to water invasion of the device. Breakage of image sensor unit, due to kink of insertion section, etc. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented, by following the instructions for use, which state: warnings and cautions: caution: turn the video system on only, when the endoscope is connected to the video system center. In particular confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so, can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored, during the examination. 3.8: inspection of the endoscopic system: inspections of the endoscopic image: confirm, that the wli and nbi endoscopic images are normal. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿: do not use the endoscope and solve the problem as described in section 5.2: ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4: ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3: ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.